Event description:
A patient with a bmi of 43 underwent gastric bypass surgery. After firing the circular stapler it was noted that 1/2 to 1 cm of anastomosis had an iancomplete staple line. The presence of staples was not verified. The anastomosis was sutured closed.